Manufacturer narrative:
There was no patient involvement. The touchscreen issue was found during testing, which is outside of clinical use. Based on this information, this is not a reportable event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported that the ventilator's touchscreen was faulty. The field service engineer (fse) evaluated the device and verified the reported condition. The ventilator was not in use on a patient at the time of the reported event. To address the issue, the fse replaced the touchscreen assembly. The ventilator passed all testing.